Event description:
The customer reported the system displayed a stator error. This would cause the system to shut down or not produce x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. The system operates as intended.